Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second of two reports (same user facility, same product ID, different serial numbers). An out of box failure was reported. There was no pt contact, no pt injury, no delay in surgery, no pt prepped for surgery. Add'l info was requested and on 01/08/2015, the following info was received from the integra sales rep: the unit would boot up really slowly then start to load the home screen, at which point the unit would shake then turn off and begin to reboot. This would happen in a loop until the unit was unplugged. The sales rep tried resetting the unit and plugging it in elsewhere but nothing helped.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident was verified and duplicated. The DHR review was completed for cusa nxt console serial number (B)(4) and service module (B)(4) , date of manufacture: (B)(4) 2014 ¿ june, (B)(4) 2014 ¿ june. The DHR reviews confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa nxt console and service module been released. Rate of occurrence: during the time period dec 2013 to feb 2015¿, the global product usage for cusa nxt was calculated as (B)(4) usages, using the total quantity of cusa nxt tubing sales sold to calculate the quantity of usages. The quantity of complaints over the review period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: the root cause of the boot up failure was verified as a defective power supply.